Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: drive unit failure.additional text: driveline connection to system controller.specific component(s) involved: driveline malfunction.additional text: tear of drive line exposing wires.other component:causative or contributing factor: patient error in system care.other cause:intervention(s): other interventions, specify.other intervention : application of clamshell by thoratec rep.implant device type: lvad.